Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined there was a failure of electronic sensing components. The sampling mechanism and probe were replaced. Diagnostic checks and software adjustments were successfully completed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after performance of the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for multiple parameters on a cobas 4000 c311 stand alone system. Results for the following tests were affected: alkaline phosphatase (alp), calcium, creatinine, glucose, total protein, na electrode, k electrode, and cl electrode. No questionable results were reported outside of the laboratory. The user repeated sample testing since multiple parameters had results that were less than the technical limits of the assays. The sample initially resulted in the following values: alp = < 5 u/l, calcium = < 0.080 mg/dl, creatinine = < 0.46 mg/dl, glucose = < 2.0 mg/dl, total protein = < .20 g/dl, k = 1.5 mmol/l, cl = 60 mmol/l, na = 80 mmol/l. The sample was repeated on a second analyzer, resulting in the following values: alp = 114.5 u/l, calcium = 9.53 mg/dl, creatinine = 0.94 mg/dl, glucose = < 110.1 mg/dl, total protein = 7.79 g/dl, k = 4.4 mmol/l, cl = 100.3 mmol/l, na = 138 mmol/l. The customer deemed the repeat values to be correct.